Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
UDI: (B)(4). This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The red button clip on the attune distal femoral jig broke.

Manufacturer narrative:
The complaint states the red button clip on the attune distal femoral jig broke. A complaints search identified previous complaints received. The dfmea (B)(4) for this instrument indicates failure of the trigger during surgery or broken prior to surgery as a potential failure modes, (B)(4). The dfmea therefore correctly considers the effect of this instrument being broken prior to the next surgery. This failure does not change the occurrence of harm predicted in the dfmea. The complaint shall be closed with a justified conclusion; entered into the complaints database and monitored through trend analysis. If further information is received the complaint shall be reopened and investigated further. Post market surveillance is per (B)(4).